Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: investigation outcome. On (B)(6) 2024, the customer reported that g5 sn (B)(6) began autocycling despite the patient being paralyzed and unable to initiate spontaneous breaths. Review of the event log did not identify any fatal or device-related technical faults associated with this behavior. The logfile shows frequent changes to trigger settings and ventilation parameters, as well as repeated alarms related to minute volume, tidal volume, and pressure, which are consistent with high trigger sensitivity and ventilatory setting interactions rather than a confirmed device malfunction. No evidence of unintended autonomous breath generation by the device was found. As the ventilator is out of warranty, no corrective action has been performed to date. No device malfunction has been confirmed based on the available data. Furthermore, no additional information has been received from the reporter regarding the resolution of the issue. In the absence of new information and given the findings above, the manufacturer considers this case closed.

Event description:
Hamilton medical ag received the following event description: the "vent began auto cycling even though the patient was unable to draw breath due to being paralyzed." No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.